Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator's touchscreen failed to respond. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the ventilator's touchscreen failed to respond. The device was not in patient use. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.